Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 495 mg/dl. Customer stated she received a no delivery alarm. She experienced dehydration. Customer has manual injections as a backup plan. Customer stated that she changed the infusion set and reservoir. Customer stated the reservoir had air bubbles and the cannula was bent. The insulin pump was not rewound with a reservoir in place and insulin was not stored at room temperature. Nothing further reported.